Manufacturer narrative:
Section e1: email address: unknown, not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient's right eye. The doctor said he "missed the mark" so he explanted the iol and replaced it with the same model puresee. When he implanted the second puresee lens he could not get the iol to set in place so he cut it out performed a vitrectomy and implanted a 3-peace lens. No further information is available. This complaint captures the second lens manufacturer report number. The first lens is being reported in manufacturer report number 3012236936-2026-0002134.